Manufacturer narrative:
The ds2adv auto CPAP was returned to the manufacturer for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the device has a good heated tubes, the heater plates heat, and no odor detected during confirmation of airflow. The root cause isn't confirmed at this time. Additionally, during the service of the device, a dust-like contamination was observed on the water tank lid, water tank seal, water tank, ui display bezel, top enclosure, inlet/outlet seal, center enclosure, iso port, blower, blower seal, blower box, heater plate, and bottom enclosure. A dried liquid spot with potential mineral deposits were observed on the water tank lid, water tank seal, and bottom enclosure. Hair-like particles were observed on the water tank, inlet/outlet seal, center enclosure, and bottom enclosure. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. These evaluations were observed on unrelated to the reportable malfunction/issue. Pil was not able to confirm the complaint, or address the symptoms specified.

Event description:
The manufacturer was contacted in reference to a thermal allegation on a ds2adv auto CPAP. The manufacturer received information alleging a burning smell from the device. The patient also alleged that he choked from the smoke. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.